Manufacturer narrative:
Device passed the displacement test. Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the a21 error test, prime/a33 test, excessive no delivery test and occlusion test due to a33 alarm. Device received with normal operating current. Device passed self test. Device passed off no power test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm. The customer stated that when he was filling the reservoir, the piston in the insulin pump would continue pushing the reservoir upwards, resulting in the insulin squirting out. Customer reported they were able to clear the alarm. Customer was unable to complete rewound. Insulin pump had failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.